Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged inaccuracy occurred at 8am on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿193mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. It is not known what medication (if any) the patient takes to manage their diabetes or whether they had made any changes to their diabetes management regimen as a result of the alleged product issue. The patient reported that they had been experiencing ongoing symptoms of ¿stomach ache, dizzy, thirsty and shaking¿ since an unspecified period of time before the alleged product issue occurred. The patient informed the cca that they had sought treatment for these symptoms but was unable to provide any details of the specifics of this treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms first occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.